Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, when programming the auto MRI mode, the MRI monitoring period box was blocked (impossible to change the value). Therefore, the physician had to program the manual MRI mode. Preliminary analysis revealed that the device behaved as specified.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, when programming the auto MRI mode, the MRI monitoring period box was blocked (impossible to change the value). Therefore, the physician had to program the manual MRI mode. Preliminary analysis revealed that the device behaved as specified.